Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.

Event description:
It was reported that the patient presented during a follow up in clinic. The right ventricular lead impedance measured was high. Pacing and sensing was normal. No intervention was performed. Patient was asymptomatic.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.